Event description:
The pt was revised because during the primary, the fast guide was left in the pt.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Provided info states the surgeon is very experienced and just overlooked this particular guide. Provided info marked on the device experience report is marked that the product is not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.